Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient noted for st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The sterile sleeve was reported to have been compromised during a repositioning event. The sleeve was stretched out along the catheter and it ripped away from the proximal hub (blue hub - lock mechanism). The exposed catheter was secured after it was cleansed with antiseptic solution and support with the implanted pump continued.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) and the positioning issues has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the product damage (sterile sleeve damage) issue and the positioning issues was use related, based on given clinical details.